Event description:
This is a spontaneous case report received from a consumer in united states on 15-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Six months ago consumer underwent a total hysterectomy at age (B)(6), due to essure migrating into her uterus, bilaterally. Follow-up information received on 15-jun-2016: no new information was provided. Follow-up information received on 17-jun-2016: no new information was provided. Follow-up received on 23-jun-2016 (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded however, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information received on 30-jun-2016: the required number of follow-up attempts has been completed, with no response to date. Follow-up received on 08-jul-2016: consumer reported via social media that next week (unspecified date) she will finally be able to start training again after the long healing process ((B)(6) 2015 to (B)(6) 2016). In addition, consumer reported: iron girl and 1 week before essure removal (unspecified date). It was an emergency total hysterectomy. Her body was toxic. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and essure migrated into her uterus, bilaterally (seen as device expulsion) and she underwent a total hysterectomy. The reported event is serious due to medical importance and listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, the micro-insert migrated into uterus, therefore the event was interpreted as an expulsion. Given event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, since a total hysterectomy was required as treatment of the essure's related reported event. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information could not be obtained.

Manufacturer narrative:
Follow up 10-oct-2016: follow up information received from consumer via social media. Consumer felt like she was in full blown labor. No biggie, tubes just migrated bilaterally into her uterus. No additional information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and essure migrated into my uterus, bilaterally / tubes just migrated bilaterally into her uterus (seen as device expulsion) and she underwent a total hysterectomy. The reported event is anticipated according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, the micro-insert migrated into uterus, therefore the event was interpreted as an expulsion. Given event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, as a total hysterectomy was required as treatment of the essure's related reported event. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device location of device: uterus/migration of implant'), device expulsion ('essure migrating into my uterus, bilaterally / tubes just migrated bilaterally into her uterus/migration to cervix') and genital haemorrhage ('genital bleeding') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included prolonged heavy periods, ovarian cyst and low back pain. Concurrent conditions included hypertension, bleeding menstrual heavy, fatigue, wt gain, menarche, loop electrosurgical excision procedure, perineal pain, polymenorrhoea, menses irregular with excessive bleeding, vaginitis, vulvovaginal candidiasis, vulvovaginal candidiasis, bleeding menstrual heavy and pain in thigh. Concomitant products included hydrocodone and morphine. On (B)(6) 2005, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/painful sex"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), unevaluable event ("my body was toxic"), pelvic pain ("felt like she was in full blown labor/pain"), rash ("skin rashes/ rashes or skin conditions type: rash on leg"), abdominal distension ("bloating"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bacterial infection ("bacterial infection"), fungal infection ("yeast infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and hysterectomy,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, unevaluable event, weight increased, abdominal distension, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bacterial infection, fungal infection, female sexual dysfunction, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain, rash, nausea, dyspareunia and abdominal pain lower had resolved and the depression and anxiety was resolving. The reporter provided no causality assessment for device expulsion and unevaluable event with essure. The reporter considered abdominal distension, abdominal pain lower, anxiety, bacterial infection, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy insertion date (B)(6) 2005, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device location of device: uterus/migration of implant'), device expulsion ('essure migrating into my uterus, bilaterally / tubes just migrated bilaterally into her uterus/migration to cervix') and genital haemorrhage ('genital bleeding') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included prolonged heavy periods, ovarian cyst and low back pain. Concurrent conditions included hypertension, bleeding menstrual heavy, fatigue, wt gain, menarche, loop electrosurgical excision procedure, perineal pain, polymenorrhoea, menses irregular with excessive bleeding, vaginitis, vulvovaginal candidiasis, vulvovaginal candidiasis, bleeding menstrual heavy and pain in thigh. Concomitant products included hydrocodone and morphine. On (B)(6) 2005, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/painful sex"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), unevaluable event ("my body was toxic"), pelvic pain ("felt like she was in full blown labor/pain"), rash ("skin rashes/ rashes or skin conditions type: rash on leg"), abdominal distension ("bloating"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bacterial infection ("bacterial infection"), fungal infection ("yeast infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, unevaluable event, weight increased, abdominal distension, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bacterial infection, fungal infection, female sexual dysfunction, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain, rash, nausea, dyspareunia and abdominal pain lower had resolved and the depression and anxiety was resolving. The reporter provided no causality assessment for device expulsion and unevaluable event with essure. The reporter considered abdominal distension, abdominal pain lower, anxiety, bacterial infection, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy insertion date (B)(6) 2005, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded however, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-nov-2020: mr received- reporters were added. Case become medically confirmed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), genital haemorrhage ("genital bleeding") and device expulsion ("essure migrating into my uterus, bilaterally / tubes just migrated bilaterally into her uterus") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), unevaluable event ("my body was toxic"), pelvic pain ("felt like she was in full blown labor"), rash ("skin rashes"), infection ("infections nos"), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (surgery to remove the essure) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, unevaluable event, pelvic pain, rash, infection, weight increased and abdominal distension outcome was unknown. The reporter provided no causality assessment for device expulsion and unevaluable event with essure. The reporter considered abdominal distension, device dislocation, genital haemorrhage, infection, pelvic pain, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded however, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-feb-2018: event migration of implant, skin rashes, infections, weight gain, bloating and heavy bleeding was added and pain was clubbed with previously reported event. Case classification updated to potential legal casl. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device location of device: uterus/migration of implant"), device expulsion ("essure migrating into my uterus, bilaterally / tubes just migrated bilaterally into her uterus/migration to cervix") and genital haemorrhage ("genital bleeding") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. Concomitant products included hydrocodone and morphine. In 2005, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/painful sex"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), unevaluable event ("my body was toxic"), pelvic pain ("felt like she was in full blown labor/pain"), rash ("skin rashes/ rashes or skin conditions type: rash on leg"), weight increased ("weight gain"), abdominal distension ("bloating"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bacterial infection ("bacterial infection"), fungal infection ("yeast infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, unevaluable event, weight increased, abdominal distension, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bacterial infection, fungal infection, female sexual dysfunction, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain, rash, nausea, dyspareunia and abdominal pain lower had resolved and the depression and anxiety was resolving. The reporter provided no causality assessment for device expulsion and unevaluable event with essure. The reporter considered abdominal distension, abdominal pain lower, anxiety, bacterial infection, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded however, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Her demographic was added. Lab data added. Concomitant medication added. Following event: perforation (uterus)/ migration of essure device location of device: uterus, abnormal bleeding (vaginal), menorrhagia, bladder infection, urinary tract infection, bacterial infection, yeast infection, apareunia (inability to have sexual intercourse)/painful sex, psychological or psychiatric problems condition: depression, anxiety, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, cramping. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.